Event description:
A foreign distributing customer filed a complaint for leakage from the administration sets used with an electromechanical ambulatory infusion pump. The customer returned approximately 100 sets collected over an unspecified time period. There is no report of patient contact or injury.